Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted a few weeks after implant due to cardiac perforation. It was noted the pacing impedance measurement at the previous follow-up check was around 974 ohms. A new rv lead was implanted, and the procedure was successfully completed. This rv lead is not expected to be returned. No additional adverse patient effects were reported.